Event description:
It was reported through the litigation process that, on (B)(6), 2021, a patient underwent port placement via the right subclavian vein for chemotherapy related to uterine cancer. Approximately, ten months and twenty one days later, on (B)(6), 2022, the catheter had allegedly fractured with migration of a fragment to right middle lobe segment. Subsequently, the patient underwent port and transcatheter retrieval of foreign body on the same day. During the procedure, it was observed that the fractured port tubing was lodged within a branch of the right pulmonary artery. Further, the foreign body was successfully retrieved. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was identified during medical record review, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical records was provided for review. Medical record alleges that, the patient underwent retrieval of dislodged port tubing from the left subclavian vein using a snare. After one year, five months and twenty two days, the patient underwent a right subclavian vein implantable port placement procedure using a powerport for chemotherapy delivery as part of uterine cancer treatment. Ten months and twenty one days later, the patient was diagnosed with breakdown (mechanical) of other cardiac and vascular devices and implants, initial encounter, and poor venous access. Subsequently, on the same day, the patient was planned for ir transcatheter retrieval of foreign body followed by port removal. The right neck and chest were prepped and draped in a sterile manner. Under ultrasound guidance and using a micropuncture technique, the right internal jugular vein was cannulated, and a micro sheath was placed. The advantage glidewire was advanced down into the ivc under fluoroscopic guidance. Two sheaths were placed. Using the angled glide catheter, the wire and catheter were maneuvered into the right pulmonary artery. The c arm was spun to 30 degrees rao. The ensnare catheter was placed over the wire into the pulmonary artery under fluoroscopic guidance. The snare was placed through the catheter and attempts were made to snare the remaining fractured port tubing that was lodged in a branch of the right pulmonary artery. The wire was then maneuvered alongside the port tubing, and a evercross balloon was placed over the wire next to the catheter, inflated, and pulled back to make the tubing accessible in the main pulmonary artery. The snare was placed back through the catheter, and the port tubing was successfully snared and retrieved through the right internal jugular vein cannulation site. Attention was then turned to the right anterior chest wall port and remaining tubing. Using a blade, the old incision was opened. The port was identified and removed in its entirety under fluoroscopic guidance. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, migration and also entrapment of device issues. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b3, b5, g3, h1, h6 (patient, device, component, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the catheter had allegedly fractured. There was no reported patient injury.